Manufacturer narrative:
(B)(4).

Event description:
New information received notes that there was no data transmission issue with the device. The device was interrogated on (B)(6) 2019 in the clinic with the programmer. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came to the clinic because of having trouble sending a transmission. The patient is old and not very good with understanding the technology. Brady and pause episodes due to undersensing were observed. No intervention was performed. No patient symptoms were reported.